Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Prior to the procedure, it was discovered the right ventricular lead was causing pocket stimulation. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.

Manufacturer narrative:
Device not evaluated selected by mistake, the product has not been received for analysis.